Event description:
During device replacement due to normal eri and upgrade, lead abrasion was visible just above the suture sleeve in the pocket. The lead was cut and extracted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.